Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s ilet touchscreen was temporarily unresponsive at the ¿do you see drops?¿ step during setup. The user's caregiver updated the ilet mobile app and restarted the device via the app, restoring full touchscreen function. The user's caregiver was able to continue the setup process. Later, another call confirmed that the ilet¿s center icon was not spinning due to setup not being finalized; the agent guided the user to complete the initialization process. The user¿s blood glucose was not affected, and they resumed therapy normally.